Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq3529 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that PICC really shows leakage of the line. The posiflush is connected directly to the lumen. Line change will follow tomorrow. No other information was provided.